Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a revision procedure, the chronic right ventricular (rv) lead was reconnected to the chronic device. As the physician was closing the device pocket, the physician found what appeared to be a seal plug in the pocket. The seal plug was retrieved and it was verified to be from one of the set screw ports. Technical services was consulted and recommended to replace the device. The device was ultimately explanted and replaced. No adverse patient effects were reported during the procedure. The device and seal plug were expected to be returned for reliability analysis.

Event description:
Additional information was received that the device was returned for reliability analysis.

Manufacturer narrative:
(B)(4). Boston scientific received information that visual inspection confirmed that the rv seal plug was missing. Testing concluded that the seal plug came off cleanly from the header. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.